Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had delivery anomaly, unresponsive button, and that they have experienced a low blood glucose of 50mg/dl. The customer's blood glucose level was 291mg/dl at the time of the call. The customer stated that they treated the low with juice and food and shots for the high blood glucose. The customer declined troubleshooting for both low and high readings. Button error/ keypad anomaly troubleshooting was performed. The customer stated that the up arrow was unresponsive. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.